Event description:
It was reported that the patient presented remotely, review of the transmission revealed the pulse generator exhibited post paced t-wave oversensing. There were no pacing inhibition. The patient was brought to the clinic and programming changes were performed. There were no complications and the patient was in stable condition.